Manufacturer narrative:
This is a duplicate of pr (B)(4) with MDR# 3030677-2016-02904. Device investigation completed and noted above.

Event description:
It has been reported that the AED did not pass the self diagnostic check.